Event description:
It was reported that during interrogation, it was noted that this right ventricular (rv) lead has no sensing and no capture. Moreover, an x-ray was performed and it showed that this lead was dislodged. Furthermore, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that during interrogation, it was noted that this right ventricular (rv) lead has no sensing and no capture. Moreover, an x-ray was performed, and it showed that this lead was dislodged. Furthermore, this lead was explanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that the leads were not sensing any heart signal as it was up in the pocket and superior vena cava (svc).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the dislodgement, device sensing issue and failure to capture reported clinical observations. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Furthermore, dislodgement is a known inherent risk of device indicating an issue covered by the instruction for use (IFU).

Event description:
It was reported that during interrogation, it was noted that this right ventricular (rv) lead has no sensing and no capture. Moreover, an x-ray was performed, and it showed that this lead was dislodged. Furthermore, this lead was explanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that the leads were not sensing any heart signal as it was up in the pocket and superior vena cava (svc).